Event description:
It was reported that the product floseal was used during a neurosurgical procedure, that post operatively cerebral oedema was observed at the area where floseal was applied. The cause of cerebral oedema was unknown. The symptom manifestation included fever a day after surgery. The patient required steroid treatment for this event. Eight days after experiencing a fever, the patient was discharged from the hospital. At the time of this report, the patient had recovered from cerebral oedema. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.